Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated circuit boards. System operates as intended.